Manufacturer narrative:
Additional product information has been added.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned implants show bone growth on the femoral and wear on the insert. A review of the complaint history shows no prior complaints for the listed part for lot#11am05672 and no prior complaints for the listed lot for lot#12jm08008. The devices were evaluated by our quality lab and the results show the insert had burnished areas on the articulating insert that may have been caused due to normal femoral component articulation. The insert has deformed and burnished areas on the posterior and anterior regions of the post caused by normal articulation with the femoral component posterior and anterior cams. The returned femoral component had bone cement well bonded to the grit blasted surface. The femoral component has scratches on the posterior condyles that could be caused either during insertion/extraction. Sem/edxa found titanium, aluminum, and vanadium particles (all components of titanium, material the tibial tray is manufactured from) on the damaged areas of the condyle surface indicating the scratches may have been caused due to contact with tibial tray either during implantation/extraction. Based on visual inspection and sem evaluation of the femoral component no material or manufacturing deviations were observed as a part of this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
Revision surgery was reported due to mid flexion instability.

Manufacturer narrative:
.